Manufacturer narrative:
A ge representative evaluated the system and replaced the skin spacer. System operates as intended.

Event description:
Customer reported, the skin spacer is broken. No patient injury was reported.